Manufacturer narrative:
Concomitant medical devices: product ID: 309201, lot#: unknown, product type: screening device; product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the "wire on their lead came out. I don't know if it's even working right now."